Manufacturer narrative:
Device evaluated by manufacturer:visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 5mm in length was completely detached from the proximal end of the balloon material. The remaining section of blade was undamaged and fully bonded to the balloon material. The complete pad of the blade remained fully bonded to the balloon material. The detached section of blade was not returned for analysis. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. Visual examination identified no damage to the tip of the device. A visual and tactile examination found the hypotube to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system.

Event description:
It was reported that the balloon was difficult to remove and an atherotome was missing upon removal. A percutaneous coronary intervention was being performed on the left anterior descending (lad) coronary artery. A 6f ebu 3.5 guide catheter was used to engage the right coronary artery that had evident in-stent restenosis of a non-bsc 4.0x20mm stent that had been implanted into the proximal section of the vessel approximately 12 months prior. A non-bsc wire was advanced to the distal pda and this 4.0x10mm wolverine cutting balloon was inflated and deflated a number of times within the stenotic region of the non-bsc 4.0x20mm stent. The wolverine cutting balloon was removed and a 5.0x22mm non-bsc stent was implanted and expanded using a 5.5 x 12mm nc emerge balloon. Optimal result was achieved. The left main coronary artery was then engaged with a 6f ebu 3.5 guide catheter. There was evident proximal left main coronary artery disease. A non-bsc wire was advanced into the lad and the same 4.0x10mm wolverine cutting balloon was inflated and deflated a number of times at the point of stenosis. At this point it was noted that the ebu 3.5 guide was not sitting in a co-axial plane. The wolverine cutting balloon was deflated and retrieved along with the non-bsc wire. While retracting the wolverine cutting balloon into the tip of the guide catheter, there was resistance with the middle part of the cutting balloon appearing to be stuck at the tip of the guide catheter. The balloon was then advanced, inflated, and deflated and another attempt of retrieval was attempted. Again there was resistance as the wolverine cutting balloon was re-entering the guide catheter tip. A significant amount of pressure was applied and the wolverine cutting balloon was removed from the guide catheter. On inspection, one of the distal atherotomes was missing from the balloon. The procedure was successfully completed by implanting a drug eluding stent in the left main coronary artery with an optimal result. There was no evidence under fluoroscopy of the missing atherotome. The patient recovered with no complications.

Event description:
It was reported that the balloon was difficult to remove and an atherotome was missing upon removal. A percutaneous coronary intervention was being performed on the left anterior descending (lad) coronary artery. A 6f ebu 3.5 guide catheter was used to engage the right coronary artery that had evident in-stent restenosis of a non-bsc 4.0x20mm stent that had been implanted into the proximal section of the vessel approximately 12 months prior. A non-bsc wire was advanced to the distal pda and this 4.0x10mm wolverine cutting balloon was inflated and deflated a number of times within the stenotic region of the non-bsc 4.0x20mm stent. The wolverine cutting balloon was removed and a 5.0x22mm non-bsc stent was implanted and expanded using a 5.5 x 12mm nc emerge balloon. Optimal result was achieved. The left main coronary artery was then engaged with a 6f ebu 3.5 guide catheter. There was evident proximal left main coronary artery disease. A non-bsc wire was advanced into the lad and the same 4.0x10mm wolverine cutting balloon was inflated and deflated a number of times at the point of stenosis. At this point it was noted that the ebu 3.5 guide was not sitting in a co-axial plane. The wolverine cutting balloon was deflated and retrieved along with the non-bsc wire. While retracting the wolverine cutting balloon into the tip of the guide catheter, there was resistance with the middle part of the cutting balloon appearing to be stuck at the tip of the guide catheter. The balloon was then advanced, inflated, and deflated and another attempt of retrieval was attempted. Again there was resistance as the wolverine cutting balloon was re-entering the guide catheter tip. A significant amount of pressure was applied and the wolverine cutting balloon was removed from the guide catheter. On inspection, one of the distal atherotomes was missing from the balloon. The procedure was successfully completed by implanting a drug eluding stent in the left main coronary artery with an optimal result. There was no evidence under fluoroscopy of the missing atherotome. The patient recovered with no complications.